Manufacturer narrative:
Stent migration is a known potential adverse event associated with all stent procedures and is listed in the enterprise IFU as such. All products undergo a 100% inspection prior to release for use, there is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the very limited information suggests that patient anatomy may have contributed to the reported migration. The product remains implanted, thus is unavailable for analysis; further, no sterile lot number information is available and no DHR can be performed.

Event description:
The complaint received states that approximately six weeks post index procedure the enterprise notip ((B)(4)/lot unk) stent had migrated. At the time of the initial angiography, it was noted that 'everything was ok.' Approximately six weeks post index, angiography was performed and noted that the stent had migrated. This was noted as 'the stent is a little (not much) dislocated.' The stent remains implanted, no treatment was reported. The lot number is unavailable.